Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-16129..

Manufacturer narrative:
H10: philips received a complaint from the customer, reporting a black screen on the v200 ventilator. The device was not in clinical use. There was no report of harm. Due to the lack of additional information, the device malfunction, correction, and final disposition of the device could not be confirmed because the customer declined service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11:updated contact information, contact office entity, and manufacturing site.

Manufacturer narrative:
Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Event description:
It was reported that the v200 ventilator/black screen.